Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The rse had the customer verify the sound is not muted and the audio output was set to the external speaker. The customer rebooted the pc but that did not resolve the issue. The rse indicated this was a remote speaker solution. There was no activity on the ethernet connection on the remote audio box. The customer reseated the lan cable but that did not resolve the issue. The customer tried another lan cable and remote audio box and/or speaker. The customer also called back to order the remote speaker box. It was confirmed the customer found the speaker cable disconnected in the equipment closet. Reconnecting the cable in the closet resolved the issue. Based on the information available in the case, the cause of the reported problem was confirmed to be a disconnected cable in the closet. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Customer reported that the device had no audio sound. The device was in use on a patient at the time of the event, there was no adverse event reported.